Event description:
It was reported that the holster was returned for repair because the green connection plug was defective causing a loose connection. No other information is available. No patient consequence reported.

Manufacturer narrative:
Date sent: 05/14/2008. Evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was received at the international service center. Based upon the inquiry information received visual and functional examination, the unit was found to require: physical damaged upper case replaced, unit calibrated, unit modified according to guideline of manufacturer, defective fastening material exchanged, defective rotational and translational cables replaced. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint information is trended on a regular basis to determine if further investigation is warranted.